Event description:
It was reported that there was an esophageal injury that occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and two 24mm watchman laa closure device & delivery system (wds) were used. The procedure was went as planned and the was positioned in the laa of the patient. The 1st 24mm device was deployed too proximal so it was fully recaptured and removed from the patient without incident. The 2nd 24mm device was prepped, deployed and released after meeting release criteria. The closure device was successfully implanted in the laa. There were no issues that occurred during the delivery or deployment of this device. The procedure was completed and the patient left the procedure room in a stable condition to the recovery area. One day post procedure the patient was diagnosed with an esophageal tear. An esophagogastroduodenoscopy(egd) was performed which revealed "deep mucosal tear at the lower esophageal sphincter", per the physician. The patient did not require surgery and was discharged to a rehab center.